Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the universal seal accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during its use, this item was attached to a pneumo tubing, and upon switching the tubing to a different trocar, it was discovered that the component had broken. The customer then began searching for the missing half of the broken piece and eventually found it still attached to the seal. The procedure was completed with no reported injury. On 11/12/2025, intuitive surgical, inc. (Isi) received mw5177905: the medical supply in question is a disposable component designed for use with robotic trocars,specifically named: instrument endoscopic 5-12mm seal universal da vinci xi endowrist, MFR# (B)(4).during its use, this item was attached to pneumo tubing, and upon switching the tubing to a different trocar, it was discovered that the component had broken. The team then began searching for the missing half of the broken piece and eventually found it still attached to the seal.